Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced a cannula that broke off. The following information was provided by the initial reporter: according to the report from the customer (hospital), the patient found that the needle npe was broken.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced a cannula that broke off. The following information was provided by the initial reporter: according to the report from the customer (hospital), the patient found that the needle npe was broken.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.